Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer reloaded the existing cartridge, removed the pump from its case, and cleaned the pneumatic tap area. The issue was resolved successfully, and the customer was able to resume insulin delivery.